Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, with the next five attempted prostyle devices, when the plunger was removed, no suture was attached to the needles. The sheath was upsized to a greater than 8.5fr sheath and the tavr procedure was completed. Hemostasis was achieved with the one pre-placed prostyle suture and a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.